Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing a spring wire guide (swg) assembly, ars, 18 ga introducer needle, dilator, 3-l catheter, and catheter/needle assembly for analysis. Visual inspection of the swg revealed offset coils near the distal end. The j-bend was also observed to be misshapen. Microscopic examination confirmed the damage and revealed that both the proximal and distal welds were attached and fully spherical. The offset coils in the guide wire measured 665 mm from the proximal weld. The total guide wire length measured 686 mm , which is within the specification limits of 679-687 mm per the guide wire graphic. The guide wire outer diameter measured 0.805 mm, which is within the specification limits of 0.788-0.826 mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance spring wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Continue until spring-wire guide reaches desired depth." The guide wire passed through both components with minimal resistance. A manual tug test confirmed both the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained offset coils towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.